Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient was having a craniotomy procedure done with insertion of microsensor. Once the microsensor was plugged into the machine to ascertain the zero reference number the machine did not prompt the staff to press p-0. Instead it prompted with a reference to be accepted. The staff changed the icp express box and grey cord. Once this did not correct the error the staff opened a new microsensor which immediately prompted them with the correct information. New micro sensor opened inserted without incident. Ten minutes delay, no adverse event.

Manufacturer narrative:
The device has been returned for evalution. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspecting specifications prior to distribution. Evaluation of the returned device found that there was an unknown film on the sensor area that is not part of the manufacturing process. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.